Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to implant when the representative was checking the cardiac resynchronization therapy defibrillator (crt-d), interrogation displayed a gray bar indicating the estimated remaining battery voltage was not available. The device was not implanted. There was no patient involvement.